Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5 13.7, -11.50/4.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault in a second surgery on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Pt info: unk. Claim# (B)(4).